Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and balloon. The balloon was tightly folded with balloon folds present. Microscopic examination and tactile inspection revealed a complete hypotube separation 75cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities in the balloon or balloon material, markerbands, bonds and inner shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after the 3.5mm x 15mm qquantum¿ maverick¿ balloon catheter was unable to cross the lesion, the shaft of the catheter broke outside the patient's body. The physician simply removed the device.

Event description:
Reportable based on device analysis completed on 30-mar-2015. It was reported that crossing difficulties were encountered. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.